Event description:
It was reported that 1 day after uneventful xact stent implantation in the right internal carotid artery on (B)(6) 2011, the patient had a cerebrovascular accident (cva) that was treated with intervenous heparin and beta blockers. Follow up angiogram showed a patent carotid stent, and an MRI confirmed a new minor cva. The patient reportedly returned to baseline 3 days later. At discharge from the hospital on (B)(6) 2011, the patient was transferred to a rehabilitation facility. At the follow up visit with the cardiologist, it was thought that the stroke was possibly cardiac related. There was no reported device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke is a known potential adverse event as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.